Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly the battery compartment was cracked and there was evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: on investigation, the alleged moisture intrusion issue was verified. Moisture intrusion was evident inside the battery compartment. A battery compartment crack was observed on the side of the compartment running from the threads down towards the case seal. A leak test showed a leak where the crack was located. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to be dim and faded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6), (B)(4).